Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 500cc and experienced bilateral capsular contracture, baker grade unknown, and breast pain, swelling, and a rupture on the right side post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.